Event description:
It was reported that the patient believed that stimulation ¿turned off¿ on its own. It was noted that two to three days ago the patient used the programmer to check the implantable neurostimulator (ins) and it was found to be off. The patient saw 0.00 on the screen and didn¿t recall noticing the ins on/off icon to verify the status. It was reported that the patient believed therapy was off for five days, the patient last used the patient programmer ¿a week before that¿ and left it at 0.35 volts. Stimulation was currently on program 1 at 0.30 volts. It was noted that after the patient saw 0.00 volts he ¿increased to 2.5 then increased again to 0.30 volts¿ and that was the highest he could tolerate at the time. It was reported that the patient never touched the ¿ins off¿ button and only used the sync button. It was noted that the patient was adamant that he had not touched any buttons. The reporter stated that the patient had been on another program number but described amplitude voltages. It was reported that the patient was very distraught and very worried that therapy was turning off or changing on its own. Additional information received reported that the patient was still having concerns regarding his device or therapy but was working with his doctor or manufacturer representative. It was noted that the patient had an appointment scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0h959, implanted: (B)(6) 2014, product type: lead. (B)(4).